Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months and 22 days. No other information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) (B)(6) 2017. It was reported that the patient had an ischemic stroke on (B)(6) 2018. The patient was taking no anticoagulants at the time of event. The patient was admitted to the hospital for a hemothorax to the right lower lobe and was intubated following video-assisted thoracoscopic surgery (vats) on (B)(6) 2018. Sedation was weaned on (B)(6) 2018 and the patient had decreased responsiveness. A CT scan of the patient's head showed imaging consistent with an occipital lobe subacute cerebrovascular accident (cva). The stroke team evaluated the patient and believed that no intervention was possible and resumed anticoagulants. The neurology department evaluated the patient and confirmed a stroke due to embolism of the left posterior cerebral artery. The following day, the patient was alert and following simple commands. The patient was able to move all extremities. The patient was extubated briefly on (B)(6) 2018 but was then reintubated shortly after. A full neurology exam was unable to be completed at this time. A CT scan was performed and the following results were obtained: new wedge shaped focus of hypoattenuation in the posterior left occipital lobe concerning for acute left posterior cerebral artery (pca) distribution infarct. Additional information was requested but not provided.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The reported low flows could not be confirmed through this evaluation. Multiple requests for additional information were sent to the account; however, no further details were provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no related complaints have been reported at this time. The heartmate 3 lvas IFU lists right heart failure, stroke, and neurologic dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr range. This section also provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. This document provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was currently admitted to the hospital for a bullae to the right lower lobe of the lung when they had low flow alarms and developed hypotension on (B)(6) 2018. The patient was started on nitric oxide, dobutamine, epinephrine, norepinephrine, and vasopression due to dear of hypovolemic shock that may cause decreased preload. There was also potential for right ventricle collapse related to compression from the blood-filled bullae. Nitric oxide was used to decrease post-void residual (pvr) and help with forward flow. Doppler pressures were in the 50s prior to the start of the medication. A chest tube was inserted and the patient was intubated. The patient's condition improved once blood was removed from the lung. The patient had a video-assisted thoracoscopic surgery (vats) on (B)(6) 2018. The chest tube was removed on (B)(6) 2018 and all inotropes and nitric oxide were weaned off by (B)(6) 2018.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.